Manufacturer narrative:
The pacemaker was returned for the reported event of failure to untighten the atrial setscrew and release the atrial lead. Calcified blood was found in the atrial setscrew inset. The cause of the reported event was confirmed and attributed to procedural damage in the form of the torque wrench puncturing the septum, allowing blood to fill the inset and disallow untightening the setscrew.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient presented for pacemaker explant and replacement. During procedure it was noted that the chronic pacemaker header was broken and the set screw was spinning. The physician alleged that the set screw was broken. It was not possible to remove the atrial lead from the header, therefore the lead was also replaced. There were no patient consequences.